Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had in stent stenosis (75-100%) discovered (B)(6) 2025. It did not result in a new or worsening of existing neurological deficits. The patient was asymptomatic and the event did not result in hospitalization or other actions/treatment. It was noted this occurred mainly due to an exaggerated scarring response of the vessel to the mechanical injury caused by the stent. The outcome status was not recovered/not resolved. The site assessed as causally related to the pipeline vantage and not related to the disease under study, procedure, ancillary device, or antiplatelet medication. The patient was undergoing surgery for treatment of two saccular, sidewall aneurysms of the left internal carotid artery, c6 (aneurysm 1) and c4 (aneurysm 2) segments. Maximum aneurysm 1 diameter: 2mm, aneurysm 1 dome height: 1.5mm, aneurysm 1 dome width: 2mm. Aneurysm 1 neck size: 1.1mm. Parent artery diameter distal to aneurysm 1: 3.3mm. Parent artery diameter proximal to aneurysm1: 3.2mm. Maximum aneurysm 2 diameter: 4.1mm, aneurysm 2 dome height: 2.5mm, aneurysm 2 dome width: 2.6mm, aneurysm 2 neck size: 2.3mm, parent artery diameter distal to aneurysm 2: 2.4mm, parent artery diameter proximal to aneurysm 2: 3.6mm. The device was successfully implanted. There was no stasis/raymond and roy class 3 for aneurysm 1 and significant stasis/raymond and roy class 1 in aneurysm 2 at the end of the procedure. Complete neck coverage and wall apposition at the end of the procedure was achieved. Ophthalmic side branch was covered by pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the fishmouthing was not determined. Per source the dictated mr imaging report ((B)(6) 2025) reports, ¿significant focal stenosis in left proximal p2¿, ¿known chronic ischemic changes in the left mca territory. No new onset ischemic lesions are observed. Microvascular chronic ischemic-gliotic lesions (fazekas 2) without significant changes. Small cortical and cortico-subcortical gliotic-malacic areas in the left anterior temporal pole unchanged", ¿right optic nerve atrophy¿, and ¿right frontotemporal craniectomy. Area of encephalomalacia with gliosis and associated hemorrhagic deposits mainly in the temporal pole, and less extensive in the frontobasal parenchyma and anterior part of the insula of the right hemisphere. Site has been queried to verify all findings. Timing of the reported "chronic" or "known" findings are unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that a patient experienced headache 4 days post-operatively following implantation of a pipeline vantage stent to treat a left internal carotid artery (ica) c6 segment saccular aneurysm. The aneurysm max diameter was 2mm and the neck measured 1.1mm. There was no reported device deficiency, malfunction, nor any intra-operative issue noted during the procedure on (B)(6) 2021. Complete neck coverage was achieved with raymond and roy class 3. On (B)(6) 2021, the patient experienced generalized headache. A concomitant treatment was given and the event resolved the same day. Site assessment determined the event had a causal relationship with the procedure and was possibly related to the pipeline vantage device. The event did not result in additional medical/surgical intervention, patient disability, or prolonged hospitalization and was not considered life-threatening. Additional information received reported that the site reported >25-50% parent artery/ in-stent stenosis at the 180-day follow-up dsa imaging performed on (B)(6) 2022. There were no reported impacts to the patient or additional medical intervention. It was initially thought that the patient experienced a stroke/ tia, but it was confirmed that this was instead the generalized headache that was previously reported. Additional information received reported a left side aneurysm in the internal carotid artery. In the c4 segment of the ica. The location of the aneurysm was in the sidewall and the morphology was saccular. Additional information received reported post implant - significant stasis with complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 1. Additional information received reported maximum aneurysm diameter: 4.1mm aneurysm dome height: 2.5mm aneurysm dome width: 2.6mm aneurysm neck size: 2.3mm parent artery diameter distal to aneurysm: 2.4mm parent artery diameter proximal to aneurysm: 3.6mm. Additional information received reported that per transmitted source, patient experienced "sensation of dizziness and vision like ¿little red and white stripes that walk¿" coinciding with the reported event of ae0: headache for which there were no corresponding findings in brain CT imaging ((B)(6) 2021) and was treated with i.v. Nolotil. However, "hypodensity in left basal ganglia in relation to chronic infarction vs dilated virchow-robin space" was reported in this CT imaging for which the site has been queried to verify physician response on whether it was a reportable event. On (B)(6) 2021 oncology referred patient to neurology because she was experiencing "memory lapses. Feeling of instability. Daily headache", for which the site has been queried to verify physician response on whether it was a reportable event. On (B)(6) 2022, patient "present with multiple cutaneous hematomas, in treatment with dual antiplatelet therapy (asa and clopidogrel)". For which the site has been queried to report as dapt related event. Additional information received reported per corelab image read of the 6m dsa/3d dsa on (B)(6) 2022. The following findings were noted: pipeline fish-mouthing of the distal end (25-50% of braid diameter). No symptoms or actions taken in association with the pipeline fish-mouthing reported by site.